Manufacturer narrative:
H6: in an evalution of the device, physio-control observed an intermittent power reset when the main pcb assembly was physically stressed. The assembly was replaced, a complete functional test performed, proper operation obsrved, and the unit returned to the customer for use. Except as provided by cfr 803.56, physio-control does not intend to submit additional information to FDA.

Event description:
Paramedics responded to a patient complaining of chest pains. The device was connected to the patient for cardiac monitoring during transport to the hospital. According to the reporter, at some time during the code, the device's display would not display the patient's ECG. A backup defibrillator/monitor on the ambulance was immediatly used and no adverse affects to the patient were reported as a result of the alleged malfunction.